Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 4 months. The pump remains in use supporting the patient. A pump exchange has not yet been completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low speed alarms and pump stoppages and was symptomatic. A technical services representative reviewed the system controller log file and found multiple pump stoppages and speed reductions below the low speed limit, indicative of a potential issue with the percutaneous lead (lead). The issue appeared to only occur while the system was connected to the power module. X-ray images of the lead were submitted at the request of the technical services representative and no significant area of concern on the external portion of the lead was found upon inspection. It was reported that the patient will remain on battery support in the hospital until a pump exchange can be performed. It was also reported that the patient requires a gastric bypass due to excessive weight gain.

Manufacturer narrative:
Device evaluation: the report of a suspected internal driveline compromise causing low speed events and pump stoppages was confirmed through the evaluation of the returned device. Examination of the pump''s blood contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 13 inches from the pump housing and the remainder of the driveline was returned in one segment. Continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, several areas of severe breakdown of the braided shield were observed along the length of the distal returned portion of the driveline. In addition, breakdown of the braided shield was observed on the internal portion of the driveline adjacent to the nipple of the pump housing and approximately 3-4 inches from the pump housing. Visual examination of the underlying wires revealed a breach in the red wire insulation adjacent to the nipple of the pump housing, exposing the inner metal conductors. High potential testing of the internal portion of the driveline identified an additional small breach in the orange wire insulation exposing the inner conductors at approximately 4 inches from the nipple of the pump housing. The observed wire damage appeared to be the result of fatigue due to repetitive movement and abrasion against the braided shield. Visual examination and high potential testing did not reveal any areas of compromised wire insulation along the length of the distal returned portion of the driveline. The red and orange wires represent the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the red or orange wire contacted the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages confirmed through the evaluation of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: a pump exchange was performed on (B)(6) 2015 due to a suspected internal driveline compromise. The patient had gained over 50 kg.